Event description:
On (B)(6) 2010, pt reported insulin has been leaking from insulin cartridge into infusion device. Issue has been "off and on" for 1 week. This has resulted in hyperglycemia to the level of "hi" on glucometer. Target blood glucose is 120 mg/dl. Pt treats hyperglycemia by syringe and/or bolusing through infusion device. Insulin cartridge is changed every 3 days and was changed 1.5 days prior to call. Infusion set was changed the morning of call. Battery was changed 4 days prior and is of correct type. No errors or alarms were received on infusion device. There has been no blood or air bubbles in the system. There have been no problems or concerns with infusion sites. Time and basal rates are programmed correctly. Pt has not missed any meal boluses. Infusion device has not been dropped, cracked, or exposed to water. There have been no lifestyle changes that would contribute to elevated blood glucose. Pt has not reused insulin cartridges and lubricates prior to filling. Pt changed insulin cartridge a few times but the leaking persisted. Insulin cartridge is inserted with adapter and infusion tubing attached. The amount of insulin in the cartridge chamber is a large amount and enough to be poured out. Infusion device, insulin cartridge, infusion tubing, and adapter were replaced. The pt did not require treatment from a health care professional or second party to address the issue.